Manufacturer narrative:
The manufacturer previously reported section h1 as "malfunction" and should have been reported as "serious injury". Also, section h7 and h9 were missing from the previously submitted report.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's sound abatement foam became degraded and caused the patient to be hospitalized. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
Additional information was received on may 28, 2024, and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported receiving information alleging a ventilator's sound abatement foam became degraded and caused the patient to be hospitalized. Additional information was received about the alleged dizziness or headache, hypersensitivity, inflammatory response. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated, and it has passed all the testing.  In this report, section d9, g3, h3, h6 has been updated or corrected.

Event description:
The manufacturer received information alleging a ventilator's sound abatement foam became degraded and caused the patient to be hospitalized. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.